Manufacturer narrative:
Please be advised that this complaint originates from a double-blind survey. Therefore, information available (i.e. Lot, catalog, site, etc.) Is very limited. Complaint conclusion: as reported in a cordis pta dilatation catheter (.035) survey, respondent #227 ¿ patient request form #223 indicated additional intervention was required due to distal embolization from soft plaque within 72 hours of the initial procedure in which an unknown 4mm x 100mm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter was used. Medical or surgical intervention, specifically local-regional thrombolysis, was performed to prevent life-threatening illness or permanent impairment and the issue resolved. The embolization was determined to be moderate in severity and was stated to be possibly related to the device and casually related to the procedure. This was during a procedure to dilate a stenosis in the infra popliteal artery on a patient with peripheral artery disease (pad). Additional information is not available. The device will not be returned for evaluation. It was reported by a survey respondent that a patient experienced embolism during a pta balloon angioplasty procedure of the infra popliteal artery. In patients with peripheral artery disease (pad), soft atherosclerotic plaque can become dislodged during inflation of the pta balloon as the arterial lumen is expanded, and the lesion compressed. Contributing factors may include lesion morphology (soft, friable plaque), vessel fragility, high balloon inflation pressures, or incomplete plaque compression. No other details were provided, and no device malfunction was reported. The device was not returned, and no procedural images were provided; therefore, the issue reported cannot be verified. The exact cause cannot be determined. Risks associated with angioplasty procedures include embolism and is listed in the IFU as such. Pta balloons aid in the treatment of pre-existing disease and progressive disease states by temporarily dilating a vessel and/or stent. Because they are not implanted, they are not intended for long term patency of a vessel. According to the warnings in the safety information in the instructions for use, ¿to reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Possible adverse effects include, but are not limited to, the following: abrupt vessel closure, additional intervention, acute myocardial infarction, allergic reaction (device, contrast medium and medications), amputation, arrhythmias, arteriovenous fistula, death, embolism, hematoma at puncture site, hemorrhage, hypotension / hypertension, inflammation/ infection/ sepsis, ischemia, necrosis, neurological events , including peripheral nerve injury, transient ischemic attack and/ or stroke, organ failure (single, multiple), pain, paralysis, potential for balloon burst and potential complications (rated burst pressure), potential for separation and potential complications (integrity to be checked before and after use), procedural complications: bleeding, hypotension, access site, complications, pseudoaneurysm, renal failure, restenosis of the dilated vessel, thrombosis, vascular complications (e.g. Intimal tear, dissection, pseudoaneurysm, perforation, rupture, spasm, occlusion).¿ there is no evidence the event was related to a manufacturing issue; therefore, no corrective action will be taken.

Event description:
As reported in a cordis pta dilatation catheter (.035) survey, respondent #227 ¿ patient request form #223 indicated additional intervention was required due to distal embolization from soft plaque within 72 hours of the initial procedure in which an unknown 4mm x 100mm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter was used. Medical or surgical intervention, specifically local-regional thrombolysis, was performed to prevent life-threatening illness or permanent impairment and the issue resolved. The embolization was determined to be moderate in severity and was stated to be possibly related to the device and casually related to the procedure. This was during a procedure to dilate a stenosis in the infra popliteal artery on a patient with peripheral artery disease (pad). Additional information is not available. The device will not be returned for evaluation.